Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, every time the infusion set and the reservoir are changed the insulin pump squirts insulin until the reservoir is empty. However, the device does not alarm compromised force sensor system. Customer stated push plunger with finger and the inserts the reservoir to complete filling. Customer's blood glucose was 84 mg/dl. The drive support cap was reported as loose. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to this anomaly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.